Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic examination of the spline cage found no abnormalities that would have contributed to the spline inversion. The catheter underwent x ray examination and revealed that the guidewire lumen was kinked inside the hypotubes and some of the lead wires were also kinked. The device was returned without the guidewire and due to the damage to the guidewire lumen, a guidewire could not be inserted, and deployment of the catheter was not possible. Dissection of the catheter revealed an excess of flush lumen. The guidewire entrapment could not be conclusively confirmed due to the damage to the guidewire lumen. The secondary allegation of spline inversion was confirmed through visual examination. The reported guidewire entrapment was not confirmed.

Event description:
It was reported that during a procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After ablation of the right superior pulmonary vein (rspv) was completed and an attempt was made to cannulate the left superior pulmonary vein (lspv) with the catheter, a spline inverted and the array took on a cobra shape. When the catheter was removed from the patient to correct the inversion, the deployment slider on the catheter handle broke. Afterwards, the boston scientific starter j guidewire became trapped in the catheter and would not advance or retract. It was also not possible to move the catheter array from the flower to the basket shape, nor open or close the array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After ablation of the right superior pulmonary vein (rspv) was completed and an attempt was made to cannulate the left superior pulmonary vein (lspv) with the catheter, a spline inverted and the array took on a cobra shape. When the catheter was removed from the patient to correct the inversion, the deployment slider on the handle broke. Afterwards, the boston scientific starter j guidewire became trapped in the catheter and would not advance or retract. It was also not possible to move the catheter array from the flower to the basket shape, nor open or close the array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.